Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no similar complaints reported in the lot number. Add'l info was requested 08/01/2007 and 08/02/2007 by phone, mail and fax. A partially completed questionnaire was received 08/09/2007.

Event description:
A consumer reports poor vision in the right eye following intraocular lens (iol) implant surgery. She is seeing concentric circles when looking into the eyes of other people and states that other people tell her the eye is watery. Add'l info, including pt status, has been requested.